Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the failure of the slider switch of the output socket due to the wear by repeatedly long-term use because approximately six years had passed since the subject device had been manufactured, or insufficient connection of the endoscope, or failure of the endoscope. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not detect the endoscope and the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the unspecified timing. The user checked the output socket of the subject device and the light guide connector of the endoscope which was connected to. Since this malfunction occurred just after the endoscope was connected to the subject device, there was no patient injury associated.